Event description:
Patient seen in ed following a motor vehicle accident. Patient suffered a cva during the accident. Admitted to the hospital. 3 days later-in radiology for swallow test. Placed in vess chair. Strapped in by waist. Patient slumped, strap disengaged from chair-patient on floor-suffered a cerebral hematoma requiring evacuation. Poor prognosis.